Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that they were disappointed and concerned with the sensing and signal of the implantable cardiac monitor (icm). It was further noted that the issue was with most of the icm devices they had implanted. The icm remains in use. No patient complications have been reported as a result of this event.